Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing showed that the patient data lost alarm appeared when turning on the pump. There was also contamination found around the chassy and inside the downstream occlusion (dso) sensor area/latch/lock area. The reported problem was not duplicated. The main board, dso sensor and latch/lock were all replaced.

Event description:
It was reported that the pump had a black screen and was making an error code sound. There was unknown patient involvement. No patient harm/adverse event was reported.